Event description:
It was reported that a small volume infusor experienced no flow. This occurred while filling the device with an unknown drug. The reporter stated that the drug solution did not come out of the distal end of the tubing when the blue winged luer cap was removed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This device was manufactured between june 11, 2013 and june 12, 2013. Evaluation summary: the sample was received for evaluation. Visual inspection did not identify any physical abnormalities that could have caused the reported condition. A functional flow rate test was performed and flow was immediately observed at the distal luer. The reported condition was not able to be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.